Event description:
It was reported that for the light source, error e103 occurred, and the spare lamp light was illuminated. The issue was found during set up/ inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: g1; g3; h2; h6 and h11. The device was not returned to olympus for inspection. However, the customer called technical assistance center (tac) and the reported failure was confirmed based on the information provided by tac. Tac advised to change the lamp and resetting the lamp hours. No further assistance is needed. A root cause could not be identified. Based on the results of the investigation, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.